Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 alarm that appeared on the homechoice (hc) unit . This event occurred during patient use during dwell 6 of 6. The home patient was connected at the time of the alarm and did not disconnect. The technical service representative recycled power cleared and explained alarm caller will discard supplies and finish with manuals, no obvious cause of alarm. The caller will call the registered nurse regarding air detect alarm and being connected. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) occurred during dwell 6/6 was not confirmed due to a lack of sample. Not enough data is available to identify root cause; therefore, the root cause was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).